Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 92% stenosed, 29mmx4.00mm, concentric and de novo target lesion was located in the moderately tortuous and severely calcified left main artery. A 12mm x 2.25mm nc quantum apex balloon catheter was advanced to post-dilate a 2.5x32 unknown stent. However, the physician noticed that the balloon shaft was broken. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 24cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 92% stenosed, 29mm x 4.00mm, concentric and de novo target lesion was located in the moderately tortuous and severely calcified left main artery. A 12mm x 2.25mm nc quantum apex balloon catheter was advanced to post-dilate a 2.5 x 32 unknown stent. However, the physician noticed that the balloon shaft was broken. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.